Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. The proximal aortic neck was 27-33 mm in diameter and 12 mm in length. It was reported that the final angiogram revealed a proximal type I endoleak, and a type IV endoleak was also observed at the flow divider. The physician decided to take a wait-and-see approach and believes the endoleaks will self-resolve. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (conical neck). Conclusion: device failure/lack of effectiveness related to patient condition (conical neck).